Event description:
The manufacturer received information alleging a ventilator service required alarm occurred and the device failed a test step. There was no harm or injury reported. The ventilator was evaluated by a field service engineer and the customer¿s complaint was confirmed. The device¿s oxygen flow sensor, oxygen blending module board, oxygen blending module cable, oxygen proportional valve and system board needs to be replaced to address the issues.